Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 3 months and 9 days after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. Moreover, 40n.cm of primary stability was achieved, the patient presented bone type iii.